Event description:
A director reported that, during intraocular lens (iol) implant procedure, the cartridge was having issues. The tip was splitting when injecting lens. Additional information was received that, the procedure was completed with new cartridge. No patient problem noticed.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used complaint company cartridge was not returned. Twenty-seven (27) unopened company cartridges from the same complaint lot were returned (two unopened cartons containing ten unopened units each, plus one opened carton containing 7 unopened units each). A sample from each of the cartons was opened and microscopically examined with no damage observed. The cartridges were functionally tested per the directions for use (dfu) using a qualified handpiece, 27.0 diopter lenses and viscoelastic. The cartridges were filled with viscoelastic per the dfu. The lenses were each loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge of each lens. There was no lens or cartridge damage observed. The company cartridge were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The associated lens model and diopter being used were not provided. A company handpiece and viscoelastic were indicated. Without the associated lens information, it cannot be determined if a qualified combination of products were used. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instruction for use (IFU): the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).